Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the torsional ultrasound stopped working. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information was received indicating the event occurred during surgery. Multiple phaco handpieces were used.

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Additional information was received indicating the ultrasound was not fully lost. The case was completed using the same equipment.

Manufacturer narrative:
The system was examined. The reported event was confirmed (as intermittent). The printed circuit board (pcb) card was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to a nonconforming pcb card component. (B)(4).